Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the capio device did not catch the needle after it was fired through the sacrospinous ligament. The needle detached within the patient and was not retrieved. The pinnacle device was removed, and another was placed with no complications to the patient, who was reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.